Event description:
It was reported that the device was used during a laparoscopic cholecystectomy and the clips malformed on the third firing. The case was completed with another device. There was no pt consequence.